Manufacturer narrative:
Additional information: (d), (h): provided lot #, device expiration date, and manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they had underinfusion of medications, improper functioning of occlusion sensors, and ail sensor failure.